Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that after removal of the tampon, she sought medical assistance for cramps, discharge, and unusual bleeding. Doctor removed remaining piece and diagnosed consumer with an infection.